Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was again "feeling the device to the surface of their left gluteus maximus." There was "slight" discomfort as it was sitting "so close" to the skin surface. In addition, the patient stated the lead felt like an "air bubble" the size of a blueberry. They were concerned about it breaking loose and that it would start "floating" and they would get an "embolism or something." The "floating" lead was uncomfortable and it was stated there was no "floating" lead the "first and second" time. Per the healthcare provider, no "floating" lead was found upon examination. It was stated the lead and battery were close to the skin and there was no exposure or pain felt by the patient. The patient noted a separate surgery from the revision in which they also had a "reaction." It was unclear if this referred to the implant procedure. The reaction following the revision was "really bad." The patient had permanent discoloration of a 2x4 inch rectangle area over the battery site. Following the revision, the patient contacted a dermatologist who prescribed halobetasol for the rash they had. It was additionally stated the procedure was painful as they had to be awake for the first half to feel stimulation. The device worked and it made a "big difference." The patient went from urinating 60 times a day to 20-25 times and they were receiving greater than 50% or greater symptom reduction. The patient had turned up stimulation and their only discomfort was when they were urinating or had a bowel movement and had to have the remote to turn it down. This did not happen "a lot." The patient had reportedly recovered without permanent impairment. A second follow up report will be sent if additional information is received.

Event description:
It was reported, the patient had a surgery on 2014 (B)(6) to move the implantable neurostimulator (ins) ¿down deeper¿ because, it had migrated to the ¿top.¿ following the revision, the patient developed a rash at the surgical site that was the size and shape of an index card. It was blistered and burned. It was noted, the healthcare provider (hcp) reportedly knew the patient was ¿highly allergic¿ to adhesive. It was thought the hcp used steri-strips; therefore, it was unknown why the patient had a ¿square-shaped¿ rash. It was stated it was an ¿uncomfortable dull pain¿ feeling. It was added the patient¿s left buttock where the ins was ¿pushed deeper¿ was bruised. This was noted to be natural. The patient tried using benadryl, bactine, and hemorrhoid spray at the site and was directed to used silvadene cream and over the counter triple antibiotic after surgery. It was indicated that this seemed to further blister and turn the area red. The patient was currently using witch hazel on the area to cool it. The implant area was not healing. It was stated, the patient was questioning if they might be allergic to the device, but then indicated they were ¿sure¿ it was the medical adhesive used. On 2014 (B)(6) the hcp was supposed to turn the ins back on, but they did not have a clinician programmer so they had to contact a representative to ¿reset the device¿ and turn it back on. Additionally, after the surgery, the patient¿s husband could reportedly feel the lead and a ¿lump¿ under the patient¿s skin in their lower back near the coccyx. The patient was concerned the lead was ¿just floating around or connected to the ins.¿ it was unclear what this was in reference to. It was also noted they had concerns the lead could migrate to their heart or lungs. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v933653, implanted: 2013 (B)(6); product type lead. (B)(4).